Manufacturer narrative:
On 13 april 2016 it was prepared a final report with the information already submitted in the initial report.on 15 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 144982: 25 items manufactured and released on (B)(6) 2014. Expiration date: (B)(6) 2019. No anomalies found related to the problem. To date, 15 items of the same lot have been already sold without any similar reported event. On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: posterior instability due to insufficient ligament tension is a known possible complication of tka. Ligaments sometimes do not perform up to surgeon's expectations. It is not to be considered a problem related with an implant defect, there is no visible sign of subsidence on the images supplied. Not available.

Event description:
The patient was experiencing posterior instability in the right knee. The surgeon decided to revise the patient's knee. The surgeon increased from a 12 mm insert to a 14mm insert. The surgery was completed successfully. X-rays are available. The explants will not be returned.